Event description:
It was reported that during preparation of an infusion set, the teflon cannula detached from the applicator while the user was removing the spiral backing to expose the adhesive, and the user received guidance to carefully remove the backing and perform a site-only change; the event was managed with troubleshooting and education, and there were no alerts or alarms. Symptoms included none reported and blood glucose remained unaffected. Outcomes included no injury and no medical intervention. Customer support included technical review and user coaching on correct infusion set deployment and site change steps. Investigation of this case revealed user handling contributed to the teflon cannula detaching from the applicator, and the infusion set was re-applied correctly after guidance. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set deployment.